Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6), 2026. Postoperatively, the patient returned to the ward with unstable intracranial pressure (icp) readings, which fluctuated abnormally from 30 mmhg to over 300 mmhg. Therefore, the physician stopped the monitoring and the microsensor was consequently removed on (B)(6), 2026. The patient is stable. The sensor was used with monitor: icp express, 220 volt (ID 826635) and cable: icp express cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.